Event description:
A customer in the united states notified biomérieux of false positive cefoxitin screen results for a staphylococcus aureus atcc® 29213¿ strain when performing quality control (qc) testing with the vitek® 2 ast-gp81 test kit (ref 421827, lot 3811182103). Repeat analysis with the same lot of vitek® 2 ast-gp81 test kit obtained the expected negative cefoxitin screen result. As this was a qc strain, there was no patient involved. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a staphylococcus aureus atcc® 29213¿ strain when performing quality control (qc) testing with the vitek® 2 ast-gp81 test kit (ref 421827, lot 3811182103). It was later determined that the customer was performing testing with contaminated saline. After the saline was changed, the customer repeated testing and obtained the expected results. The strain was not requested for investigation since the cause for the false positive result was determined to be due to the contaminated saline. Ast-gp81, lot 3811074203 met final qc release criteria. The lot passed qc performance testing.